Event description:
A malfunction alarm, identified by malfunction code 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if any issues reappeared.